Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient was reported to have an allergic reaction to the pod adhesive and dexcom cgm overpatch. The patient went to the allergy clinic on (B)(6) 2025, the type of treatment was not reported. Dexcom has been notified of the event.